Event description:
Initial information received from a physician with additional information received on (B)(6) 2011: a (B)(6) patient received treatment with poly-l-lactic acid (sculptra aesthetic, lot # and exp date unknown) in (B)(6) 2010. The patient has had several reconstructive surgeries and procedures and treatments after a motor vehicle accident. He had 20cc of silicone over 15 years prior to saline in the area. Patient had one treatment of poly-l-lactic acid 9 1/2 months ago in the cheek area. He also had "top fraxel laser" done since then. Physician described this as a super hot laser that heats blood vessels under skin. The patient also had "v beam laser" done after treatment with poly-l-lactic acid. Physician reported that all this may have accentuated the granuloma as it is getting bigger. The patient is going for a procedure on friday to have it removed. Physician called the procedure (sanas exploration). No further information reported.